Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported non-compatible scope connection error e315 and scope communication error e216 during service / maintenance (not in a clinical setting) involving an olympus colonovideoscope. There was no patient involvement.